Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
As reported to customer relation, "the gj was placed in patient and appeared to be leaking at the stomach loop. The tubes were removed and new ones placed without incident. Lots are unknown at this point. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. Only the distal portion of the device was returned; no hub was available for examination. The visual inspection of the returned device confirmed that the device was damaged, but no manufacturing defects were observed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.